Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the electrocautery wire experienced a short circuit and explosion. According to the information received, the doctor's fingertip skin is slightly red, but no additional intervention treatment was necessary. The surgery was completed normally, and the patient also did not require any additional intervention treatment.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: after closer inspection, it was determined that the cable had burst and melted. The most probable root cause is that the cable was already damaged at this point due to wear and tear. Mechanical bending and kinking subjected the cable to excessive force, greatly increasing the resistance at this point. This can then lead to a burnout when the hf-voltage is activated. User error. The event is filed under internal karl storz complaint ID: (B)(4).